Manufacturer narrative:
The mlx 300w xenon lightsource ( 00mlx) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. The evaluation identified a loose heat mirror due to rough handling/environmental damage. Misaligned mirror will lead to overheating. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 00mlx light source was burning drapes. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.